Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2016.

Manufacturer narrative:
This report is filed on february 14, 2017.